Event description:
It was initially reported that the patient underwent a change in therapy effect, underdose with altered mental status. The patient was on a new oral medication as well for pain, following the pump replacement surgery. The patient did not have a return of spasticity. The patient's location was at a clinic, however no diagnostic studies or therapeutic bolus were performed; treatment options were being considered. The patient's status was noted as undetermined. It was later reported on 2011 (B)(6), that the patient underwent "a pump battery/reservoir change due to low battery alarm". The patient had returned with mental status changes approximately two days post operation. The patient required hospitalization. The patient was further noted as having expired, as a result of bilateral pulmonary emboli as determined via an autopsy. Drug delivered via the device was lioresal 2000mcg/ml, daily dose unknown.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: 2003 (B)(6), explanted: unk; connector model: 8575, lot #:n258517, implanted: 2011 (B)(6), explanted: unk.